Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted on an unspecified date due to a leak in the left cylinder. A new pair of preconnected ipp cylinders and pump were implanted on (B)(6) 2020.